Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During atypical ra flutter procedure, it was noted that the contact force did not display when using the catheter. The catheter was exchanged which resolved the issue. There was no adverse patient health consequences.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. The results of the investigation are inconclusive since the device was not returned for analysis; however, this batch is associated with a potential recognition issue and loss of functionality.